Event description:
A report was received stating a pt received insufficient local anesthesia when the listed medical device used. It was necessary to place pt under general anesthesia. No adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.